Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) noted that since they received the device, they had experienced dizziness, syncope, low blood pressure and lethargy. It was noted that the patient went into the emergency room where their medications were adjusted; however, the patient was still experiencing the same symptoms. The patient was advised to follow-up with their physician for their on-going symptoms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the device was interrogated and revealed normal device function, and the patient was reported to be feeling fine. No additional adverse patient effects were reported.

Manufacturer narrative:
--